Event description:
A malfunction was reported on the pump, as communicated by the caller. There was no adverse impact on the customer¿s blood glucose level since it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump and provided pump reset information; the malfunction did not recur post-resetting. The customer was advised to continue using the pump and to call back if any issues arise; the caller acknowledged and understood the instructions.